Event description:
Patient had prophylactic replacement surgery. The explanted device was received for analysis. Analysis is underway but has not been completed to date.

Event description:
Product analysis on the generator was completed and approved. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Battery was confirmed at ifi-yes. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
It was reported that the patient feels like her generator is breaking. This is assumed to be due to an adverse event, as the patient would not have a programming system and would not be able to determine the generator¿s function in the absence of an adverse event. The patient was referred for vns surgery. Programming history was reviewed for the generator. A battery life calculation was made for the generator, and there were 9.8 years until near end of service. No anomalies were seen. Surgery is likely but has no occurred to date. No additional or relevant information has been received.